Manufacturer narrative:
A review of the customer provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: no obvious damage was observed on the pictures. The instrument and the plastic tip looked okay. Intuitive surgical, inc. (Isi) did receive the 8mm permanent cautery hook (pch) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have thermal damage on the monopolar yaw pulley at the post. Due to the damage and charring, a material from post had burnt off. The conductor wire was charred due to being behind post. The post was charred down to the conductor wire. The instrument failed an electrical continuity test. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. If this instrument has thermal damage but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the plastic tip of 8mm permanent cautery hook (pch) instrument was observed to be damaged. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the instrument did not have missing part(s) at the portion that enters the patient's body. The procedure was completed robotically as planned. Image(s) of instrument were provided for review. The reported instrument was available for evaluation.